Event description:
It was reported that "went to put ankle clamp around pt leg; piece of platic broke off, was brittle. Had to get another ankle clamp."

Manufacturer narrative:
Investigation in process. No additional info to report at this time.